Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s therapy was no longer effective. The patient used a pad and it usually stayed dry but he had been leaking lately. They did feel stimulation and denied any falls or trauma which may have affected the device. The patient has an appointment scheduled for (B)(6) 2016 regarding the loss of therapeutic effect. The patient also reported that they have had problems with their implantable neurostimulator (ins) since it was installed. They stated that on some days the ins was too close to the surface of the skin, and other days it was deeper. The ins had been moving around since implant. The patient had pain when they slept on the days that it was too close to the skin. The patient stated that the manufacturer representative thought the ins was loose. The patient has an appointment on (B)(6) 2016 regarding the pain and loose ins. Additional information received from the manufacturer representative refuted the patient¿s claim that they stated that the ins was loose, the manufacturer representative did not tell the patient their ins was loose.

Event description:
Additional information received from the manufacturer representative (rep) indicated that patient had a pocket site revision around (B)(6) and rep was not there. Rep stated the ins wasn't loose per say. Patient just apparently wanted the ins buried deeper. The healthcare provider (hcp) reported the patient felt discomfort at ins site. There was no diagnostic performed related to ins moving in the pocket. Patient later reported that they had to change program.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.